Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred. A new cartridge successfully loaded and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level. A follow up with the customer indicated that the pump is working as intended and that the event has not occurred again. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.